Manufacturer narrative:
Visual inspection of the returned product showed that the lens was received stuck inside the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge.

Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and did not like the way the lens seated in the eye. The lens was removed without any patient injury.